Manufacturer narrative:
The tandem t:slim pump user guide indicates that humalog insulin was tested and found to be safe for use in the t:slim pump for up to 48 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, on the 3rd day of use of the cartridge, the insulin gauge drops to 70 units. Additionally, the customer uses humalog insulin in the cartridge. Tandem technical support educated the customer that per labeling humalog is intended to be used for 48 hours. Review of pump data logbook by tandem technical support confirmed the reported issue. The customer reported that the supplies had been changed on the pump and the customer was not having any further issues with the supplies. The customer's blood glucose level was 171 mg/dl.